Event description:
During laparoscopic cholecystectomy, the covidien endo clip ii auto suture clip applier 10mm medium/large (ref (B)(4), lot #j4l1015x, exp. 2019-11) did not deploy when the trigger was depressed so an endo clip auto suture clip applier 100mm large (ref (B)(4), lot #j3k0614x, exp. 2018-10) was opened and placed on the field. This device did not deploy when the trigger was depressed. A third endo clip was opened and placed on the field, which worked properly. No patient harm.